Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician¿s preference. No device malfunction was suspected. The patient was doing well post-operatively.

Event description:
A report was received that the patient was charging her ipg more frequently. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was charging her ipg more frequently. The patient will undergo an ipg replacement procedure.